Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the faradrive sheath into the body, the farawave catheter was inserted and aspiration was performed, resulting in continuous air leak aspiration. Several aspiration attempts were performed, but air ingress was still confirmed. Since contamination from the sheath valve was suspected, the farawave catheter was removed once, and aspiration was performed on the faradrive sheath alone; no air ingress was observed. When the farawave catheter was reinserted into the sheath and aspiration was performed again, air ingress was still observed. Air was drawn from the sheath into the perfusion port and into the syringe. The sheath was replaced, and a new faradrive sheath was used to successfully complete the procedure. No patient complications werebeen reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the faradrive sheath into the body, the farawave catheter was inserted and aspiration was performed, resulting in continuous air leak aspiration. Several aspiration attempts were performed, but air ingress was still confirmed. Since contamination from the sheath valve was suspected, the farawave catheter was removed once, and aspiration was performed on the faradrive sheath alone; no air ingress was observed. When the farawave catheter was reinserted into the sheath and aspiration was performed again, air ingress was still observed. Air was drawn from the sheath into the perfusion port and into the syringe. The sheath was replaced, and a new faradrive sheath was used to successfully complete the procedure. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that continuous sheath flushing was not performed during the procedure per the physician judgement. When the farawave catheter was inserted into the sheath, the guidewire tip was positioned within the sheath handle; therefore, it was considered to be approximately 1-2 mm beyond the farawave catheter tip or at about the same position. This was not confirmed under fluoroscopy, so the exact position was uncertain. No leak was observed from the device nor was any air observed in the patient. No further damage was noted.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the faradrive sheath into the body, the farawave catheter was inserted and aspiration was performed, resulting in continuous air leak aspiration. Several aspiration attempts were performed, but air ingress was still confirmed. Since contamination from the sheath valve was suspected, the farawave catheter was removed once, and aspiration was performed on the faradrive sheath alone; no air ingress was observed. When the farawave catheter was reinserted into the sheath and aspiration was performed again, air ingress was still observed. Air was drawn from the sheath into the perfusion port and into the syringe. The sheath was replaced, and a new faradrive sheath was used to successfully complete the procedure. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that continuous sheath flushing was not performed during the procedure per the physician judgement. When the farawave catheter was inserted into the sheath, the guidewire tip was positioned within the sheath handle; therefore, it was considered to be approximately 1-2 mm beyond the farawave catheter tip or at about the same position. This was not confirmed under fluoroscopy, so the exact position was uncertain. No leak was observed from the device nor was any air observed in the patient. No further damage was noted.